Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. A partial lead with the distal tip measuring 53.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.5cm from the distal tip. The etfe coating was damaged at explant at this location. (B)(4). (B)(6).